Event description:
Related manufacturer report numbers: 3005334138-2021-00244, 3005334138-2021-00245, 3008452825-2021-00223. After a vt ablation procedure performed using the precision mapping system, it was informed by the physician that the patient experienced a pericardial effusion after the procedure/during recovery which required a pericardial drain. The physician did not suggest that any abbott product was at fault, he described this as a complication of the procedure.

Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.